Event description:
Complainant alleged that while attempting to monitor a pt, the device's display blanked out. Complainant indicated that during subsequent testing the device displayed "pacer fault 122" and "power fault 126" error messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.